Manufacturer narrative:
The events of seroma-late and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma-late and infection (unknown onset). Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "late seroma followed by infection" for an unspecified side. The device remains implanted.

Event description:
Physician reported "late seroma followed by infection" for an unspecified side. The device remains implanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipments involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Physician reported "late seroma followed by infection" for an unspecified side.. Later physician reported "pain and edema in the left breast", "relevant subcutaneous edema in the left breast, pain; "left inferior medial quadrant image corresponding to the lateral rupture of the mammary prosthesis and / or placement". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is rupture.